Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii-IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, air void and cloudy in the gel, white calcification in the shell, deformation device and black particles in the shell. The unit is not ruptured based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii/IV. The device has been explanted.